Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "dr. (B)(6) deployed the bag and placed the specimen within the bag and removed bag from incision. Upon looking around the abdominal cavity at the end of the case he saw the guide bead sitting on the liver bed. He examined the device following the removal of the guide bead and there was no break in the bag. The string was intact and there was no break or crack in the guide bead. It is unk how the guide bead became disengaged from the string and bag. Details provided by dr (B)(6)."